Event description:
A reporter stated an employee who was wearing the n95 mask at her job tested positive for covid-19. Reporter said they are not sure if the person contracted the virus at her job but they wanted to report the incident per the requirement.